Event description:
After about one month of cochlear implant use, this pt stopped responding to sound. All external equipment components were swapped-out, but this did not restore the pt's hearing. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specifications. Explantation/remplantable surgery took place in 2005.